Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that there was a paddle type error. The device was in clinical use for patient at the time of the event, but there was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.